Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. Next, the ICD was subjected to an electrical analysis, revealing that the device could not be interrogated. In order to obtain further insights, the ICD was opened and the electronic module was subjected to an electrical analysis. The measurement of the battery voltage revealed a depleted battery. The overall current consumption of the electronic module was measured and found to be elevated. During further electrical investigations a low voltage capacitor of the electronic module was found damaged. This damaged low voltage capacitor led to an increased current consumption of the electronic module and can therefore be considered as the root cause of the clinical observation. Based on the damage symptoms, the damage resulted from an internal short whose origin could not be conclusively determined. In accordance to biotroniks post-market surveillance system this event represents a singular event. Up to date biotronik is not aware of any other similar event worldwide.

Event description:
It was reported that the device was explanted approx. 5 months after the implantation due to eri status. This ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.